Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 81 years old patient with a 27mm perimount valve implanted in the aortic position underwent a valve-in-valve procedure after an unknown implant duration for unknown reason. A 29mm transcatheter valve was implanted within the pre-existing surgical device using the transfemoral approach. As reported, the procedure ended with a good final result hemodynamically with no complications for the patient.

Event description:
Edwards received notification that this 81-y-o patient with a 27mm perimount valve implanted in the aortic position underwent a valve-in-valve procedure after an unknown implant duration for unknown reason. A 29mm sapien3 valve was implanted within the pre-existing surgical device using the transfemoral approach. As reported, the procedure ended with a good final result hemodynamically with no complications for the patient, who was noted as to be stable after procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: based on the information available, a definitive root cause cannot be conclusively determined. There is no information regarding an allegation of a device malfunction. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed.